Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 675 mg/dl. The customer had been experiencing high blood glucose levels for the past 24 hours. Troubleshooting could not be conducted as the act button was not responding on certain screens. The customer also reported problems with the insulin pump delivering insulin and priming the infusion sets. The insulin pump shows the numbers ramping up on the screen, but no insulin is exiting. In addition, the insulin pump alarms failed battery test and battery out limit when inserting a new battery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.